Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. The customer could not remember how many units of insulin were in the cartridge. Additionally, the touchscreen timed out too soon. There was no reported impact to customer's blood glucose. A new cartridge was loaded to address the event and insulin delivery was resumed.